Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 25 mg/ml morphine at 1.2 mg/day and 3.8 mg/ml bupivacaine at 0.182 mg/day. The reason for use was not reported. It was reported that the patient had over medicated symptoms, lethargic, combative hard to arouse, and not following commands. The issue occurred on (B)(6) 2020. Patient apparently had pump and catheter replacement done sometime a week before in another state. Patient came through ER. The pump had 39.2ml in the reservoir per tablet. Troubleshooting included interrogating the pump with the ER and set it to minimum rate, 0.152 mg/day morphine and .023 mg/day bupivacaine. It was unknown if the issue was resolved at the time of the report. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2020-apr-30. It was reported that the patient's medication was increased 10% 8 days after the implant, which then results in the ER admission two days later. He had an "over dose, his sugar dropped to 40, his potassium got up to 5.9, was in a diabetic show and was in the ICU." He was given narcan and an IV. The reason for the call was to find out what the dose and concentration of the medication was at the time of the increase. It was reviewed that this information would only be available from the doctor. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the cause of the patient's symptoms was not determined. It was unknown if the event was resolved, as the patient was out of the rep's territory. No further complications have been reported.